Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the device operates differently; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide devices, using a pre-close technique, via an 8fr sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sheath was upsized to 12fr. There was an unspecified issue with both devices. The evar procedure was completed and hemostasis was achieved with another device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.